Manufacturer narrative:
Information received from the field representative indicated that testing of the lead with the pacing system analyzer (psa) as not performed. It was also reported that no physical damage on the rv lead was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2,000 ohms. There were also high pacing threshold measurements with the rv lead reported. A revision procedure was performed and the rv lead was surgically abandoned. The device remains in service with the new rv lead. No additional adverse patient effects were reported.